Event description:
The customer received a questionable vancomycin trough result on their integra 400 plus analyzer. All repeat testing was performed on the original integra 400 analyzer. The customer experienced some power problems around the time of the event and had to reboot the analyzer. The patient's initial vancomycin result was 6.06 ug/ml and it appeared to be the result from a re-run test. The customer removed probe c and found a small piece of plastic in the tip. The customer replaced the probe. After replacing the probe, the customer had no further issues with patient samples or quality control. The patient's result was reported as 6.1 ug/ml to the pharmacy. The patient was given another dose of vancomycin, however it is unknown if it was due to this result. The patient's first repeat result was 19.13 ug/ml. For verification, the sample was repeated a second time and the result was 19.27 ug/ml. The customer considered the result of 19.13 ug/ml to be correct. The customer issued 19.1 ug/ml as a corrected report. No hospitalization of the patient was required due to this incident. The customer could not provide any additional information on the patient's condition. The vancomycin reagent lot number was 63672201 and the expiration date was 03/31/2012. The field service representative could not find a cause. He checked the instrument fluidics and ran performance testing with passing results.

Manufacturer narrative:
The pharmacist confirmed that the patient was given a dose of vancomycin in response to the initial erroneous result of 6.1 ug/ml. The pharmacist stated the patient was not hospitalized as a result of this incident. The next recorded vancomycin result for the patient was from (B)(6) 2011 and the result was 11.7 ug/ml.